Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was cracked and the buttons were hard to press. Blood glucose level at the time of the incident was not provided. The customer also reported that she was recently hospitalized due to non-diabetes related issues, but had high blood glucose levels during that time. The insulin pump will not be replaced or returned for analysis.